Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the screwdriver shaft with holding sleeve was received by a distributor without the key (middle), and an evaluation was requested. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates the complaint was forwarded to the responsible manufacturer for evaluation. It was reported that the package did not contain the key. Visual observation reveals that the keys are indeed missing. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We are not able to determine the exact cause for this problem. The complaint condition is likely the result a step during the process was not carried out properly. A delivery stop has been initiated meanwhile and stock has been checked.